Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage requiring surgery and patient death. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). After implantation of the second mitraclip, it was noted the posterior leaflet ruptured. The patient was sent to surgery for mitral valve replacement. The patient later died due to tearing of the atriotomy. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch, additional information was received. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the already placed first mitraclip. After implantation of the second mitraclip, it was noted the posterior leaflet ruptured. The mr remained at 4. The patient was sent to surgery for mitral valve replacement; however the patient later died due to tearing of the ateriotomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the available information, the reported tissue damage and the poor image resolution were due to procedural conditions. The reported death was due to tearing of the ateriotomy after the mitral valve replacement surgery. The reported patient effects of death and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The initial g4 date was on (B)(6) 2020.